Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit gives autofill failure alarm.

Event description:
It was reported that during maintenance the cardiosave intra-aortic balloon pump (iabp) unit gives an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Event site postal code: (B)(6). It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) screen does not turn on and iabp was leaking . There was no patient involvement and no harm reported. A getinge field service engineer (fse) evaluated and tested the drive manifold for leak. Drive manifold failed the test. Fse replaced drive manifold (d104-00-0031). All manifold test observed to have passed and completed all test. For the screen issue fse replaced kit display video generator board. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use.